Event description:
During a colostomy take down eras procedure for a parastomal hernia, the prevena plus pump did not work. This did not impact pt care. A new pump was opened and functioned as intended. FDA safety report ID# (B)(4).